Event description:
On (B)(6) 2012, the patient claimed that if she crimps the infusion set, the animas insulin pump does not give an occlusion alarm. At the time of call to animas, the patient ended the call prior to the completion of troubleshooting. Animas attempted to contact the patient several time to obtain more information but was not successful. At this time, there is no clear evidence of a product malfunction. This complaint is being reported due to the alleged absence of occlusion alarm issue. There is no report of patient impact associated with the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.